Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing; unable to perform occlusion test due to motor error alarm. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. However, the insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 475 mg/dl. The customer did not report motor position encoder error alarm. Customer was able to rewind the pump. The customer stated the pump alarm motor error again. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 475 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization is high blood glucose. Customer was treated with insulin drip, potassium and phosphorous, was also given a heparin to prevent a blood clot, IV fluid. The customer was not able to troubleshoot any further due to motor error.